Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No motor error or excessive no delivery alarm noted. Motor passed motor test. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, reservoir tube cracked, and cracked reservoir tube window.

Event description:
Customer reported via phone call that the insulin pump had alarmed no delivery alarms for 3 days. Customer reported the device had alarmed multiple motor error alarms. Customer's blood glucose was 430 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.